Manufacturer narrative:
(B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of (B)(4).

Event description:
The event was reported by a costumer from USA: "1 power cord with broken outlet box; delay in therapy: yes. Need for medical intervention: no. Patient involvement: yes. Death / serious injury: no. Human harm: no ".